Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager nc balloon catheter was delivered for pre-dilatation; however, the balloon ruptured at 14 atms during the second inflation. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors, if the balloon experienced mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation during the procedure. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.